Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Logs revealed a defective gantry motion controller. Replaced the gantry motion controller, tested door open/close function, and placed back into service. The malfunctioning controller has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door could not be opened. It was reported that when the 'door open' button was pressed, a clicking noise could be heard but there was no response. The system was rebooted, without resolution. The door was manually opened a small amount, and then it was possible to open the door the rest of the way with the 'door open' button. The door was closed again, and the issue recurred. The use of the imaging system and medtronic navigation was aborted because of this issue. There was a reported delay to the procedure of less than 1 hour, and the patient was not impacted.